Manufacturer narrative:
.

Event description:
It was reported that a pt had a transurethral needle ablation of the prostate procedure completed. The pt came back to his physician 2 days later for a voiding trial. It was discovered that the pt had a 3rd degree burn. The burn was located in the area where the ground pad was. Further info is being requested from the mdt rep.